Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose in the 20 mg/dl range at the time of the incident. The customer was in a car accident due to the low. The customer was at 301 mg/dl at the time of the call. The customer used glucose tablets and was given glucose gel to treat. The customer experienced symptoms such as feeling dizzy. The customer was wearing the insulin pump during the incident. The customer was not disconnected during the prime/rewind sequence. The customer also reported a damaged battery cap and reduced battery life on the pump. Troubleshooting was completed and the customer will monitor the pump. The insulin pump will not be returned for analysis.